Event description:
Insertion tool stuck in the implant. Implant needed to be explanted.

Manufacturer narrative:
Insertion tool stuck in the implant. Implant needed to be explanted. No other implant was placed. The implant chambers are deformed. The damage pattern indicates high applied torques and therefore overloading caused by user. Dentist should have consulted instruction for use to prevent this from happen.